Event description:
It was reported that the pulse generator exhibited atrial r wave oversensing. On (B)(6) 2015 the patient presented for a routine follow up and the r wave over sensing was noted. No intervention or patient symptoms were reported.